Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02286. It was reported that when an asymptomatic patient presented for follow up in clinic, device interrogation revealed oversensing on right ventricular (rv) channel of the device between (B)(6) 2019. Further investigation revealed loss of capture was noted on the rv lead. No further issues were noted after that time. So, no intervention was performed. The patient was stable and will continue to be monitored.